Event description:
Event description guidant received information that the patient with this pacemaker presented to the ER with shortness of breath. The local sales representative checked the device. It was noted that the patient was in an intrinsic rhythm with a rate around 103. The device was indicating a ventricular sensed (vs) event followed by an atrial sensed (as) event in refractory about 40msec later. The patient appears to be symptomatic due to the loss of av synchrony.